Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; specific value was not provided. Cause was unknown. Customer addressed bg by administrating a correction bolus via pump and drinking water. Reportedly, the customer continued to use pump for insulin therapy.